Event description:
It was reported that telemetry measurements began to indicate short circuits. Finally measurements resulted in 'poor coupling' to the implant. No benefit for the pt from the implant.